Event description:
On (B)(6) 2013, the reporter contacted animas stating she has been having issues with air bubbles in the tubing and the cartridge. The patient denied damage to the cartridge. The patient reportedly was having issues with at least 2 different shipments of cartridges. The patient¿s bg was reported to be 300mg/dl, was irritable and had dark circles under his eyes. No technique issues were noted with the reporter during troubleshooting with customer support (cs). The reported bg value does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Use error contributed to the reported event; the patient was using the incorrect fill technique.